Event description:
Venous cath inserted under fluoroscopic visualization. At procedure completion, pt became diaphoretic with decrease in blood pressure and pulse rate. Anesthesia attempted to increase heart rate. Family consulted and resuscitative effects discontinued due to length of extreme hypotension and advanced metastatic disease.